Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant there was high thresholds and the lead was unable to capture at 8v@1.0ms bipolar or unipolar. The right ventricular (rv) lead was revised and remains in use. No patient complications have been reported as a result of this event.